Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with high ventricular rate episodes due to large amplitude right ventricular lead noise. During clinical follow up, the noise was not reproduced. The physician changed the programming of the device. The patient was asymptomatic.